Manufacturer narrative:
Investigation/evaluation: a visual inspection and dimensional verification of the returned product was performed. Imaging was also provided for review. In addition, a review of the instructions for use, and quality control data was conducted. One main body was returned in two pieces without the first external stent, seal stent, or suprarenal stent. Two zsle leg grafts were returned (one had a second zenith graft inside and one was modified with another manufacturer¿s stent coming out of a side hole). Additionally, another manufacturer¿s leg graft was returned. Review of the device history record could not be performed due to insufficient lot information. The zenith flex aaa endovascular graft bifurcated main body tffb-26-96-zt was received as two (2) components; component 1 consisting of one body stent, and component 2 consisting of two body stents, one contralateral stent, and three ipsilateral stents. The sealing stent and suprarenal stent were not received. The graft material at the proximal and distal end of component 1, and the graft material at the proximal end of component 2 appear to have been cut during the explant procedure. Minimal thrombus was observed inside the lumen of the test articles. No stent cuts, fractures, or irregular struts were observed. All cannula joints and stent wires were examined for signs of corrosion (i.e., discoloration or pitting). No corrosion was observed on the cannula joints or stent wires for all test articles. There were no blue suture failures observed. One green suture failure, i.e., break, was observed on body stent 1. The suture failure did not appear to have affected the integrity of the stent attachment to the graft. One abnormal graft hole was observed on component 2, body stent 1. The estimated size of the observed hole was 1.04 mm2. The hole is coincident with an orientation mark on the graft (note: this orientation mark is not a seam). Due to the shape and appearance of the hole, it appears likely to have been cut during the explant procedure. The second device, zsle-13-74, was received as one component, consisting of one proximal seal stent, one spiral-z stent, and one distal seal stent. This component appeared to have been modified by attaching a non-cook covered stent. Minimal thrombus was seen inside the lumens. No stent cuts, fractures, or irregular struts were observed. All cannula joints and stent wires were examined for signs of corrosion (i.e., discoloration or pitting). No corrosion was observed on the cannula joints or stent wires for all test articles. The largest suture hole observed on the test articles was 0.05mm2, found on spiral-z region 3. This size is less than the acceptable hole size of 0.2mm2. The third and fourth devices, zsle-13-113 and zsle-13-122 were received together in a completely overlapped configuration as one component. Zsle-13-122 was indicated as the outer device, while zsle-13-113 was indicated as the inner device. Minimal thrombus was seen inside the lumens. Both zsle-13-122 and zsle-13-113 consisted of one proximal sealing stent and one partial spiral-z stent. The distal ends of cri batch number zsle-13-122 and zsle-13-113 appear to have been cut. Due to the location of the stent wire cut and the appearance of the cut surface, it seems likely to have been caused during the explant procedure. All cannula joints and stent wires were examined for signs of corrosion (i.e., discoloration or pitting). No corrosion was observed on the cannula joints or stent wires for all test articles. After analyzing the test articles post cleaning, the overlapped devices were carefully taken apart using forceps. Radiographs and photographs of the separated devices were taken. No suture failures, i.e., breaks, were observed on zsle-13-122 and zsle-13-113 post separation. The largest suture hole observed on cri batch numbers zsle-13-122 and zsle-13-113, post separation, was 0.04mm2, found on zsle-13-122 spiral-z region 5. This size is less than the acceptable hole size of 0.2mm2. Pre-implantation and three-month post implantation computerized tomographic angiography (ctas) were provided. A small abdominal aortic aneurysm extended into much larger common iliac artery (cia) and internal iliac artery (iia) aneurysms that terminated in the external iliac arteries (eia). An inferior accessory left renal artery moved the prospective neck 3cm inferior to the main renal arteries. Consequently, rather than straight, the seal zone was angled 63 degrees relative to the aneurysm and reverse funnel in morphology expanding from 20mm to 24.5mm maximal diameter over 15mm. The inferior mesenteric artery (ima) was stenosed at its origin but still patent. A tffb 26-96 was implanted from the right. Two zsles extended from the left and ipsilateral gate into the left eia. The zsles were likely a zsle 13-113 and a zsle 13-122. The left iia was occluded with an amplatzer plug. The second zsle was placed to extend the left eia seal zone another sealing stent length beyond the aneurysm. Consequently, the entire left iliac leg was covered by a minimum of two stent layers. A right zsle with dimensions consistent with a zsle 13-74 was bridged in to the contralateral gate by another manufacture's covered stent of unknown identity. The right zsle had a side branch similar to a zbis but without the characteristic zbis markers. The side branch was covered by the bridging stent. Presumably, right iia preservation was attempted but abandoned. The right iliac leg was covered by two stent layers except through the non-cook bridging stent section. The proximal seal zone length was 14mm. The seal zone had expanded uniformly to accommodate the 26mm diameter stent. A large type 2b endoleak involved the inferior mesenteric artery (ima) and fourth lumbar arteries. Although the right iia was not embolized it was occluded.¿ based on the explant protocol there is no evidence of device malfunction that contributed to the patient¿s abdominal aneurysm growth. Imaging review completed 11feb2018 described a ¿prominent type iib endoleak.¿ the imaging reviewer suggests the reported aneurysm growth could have only been accomplished by direct sac puncture or explant which would involve an intervention not related to the graft. Additional information received 16aug2017 stated, ¿the common iliac growth described in the case was meant to explain the abdominal aneurysm growth from collateral arteries that were feeding blood to the aneurysm from the internal iliac arteries.¿ there is no alleged device malfunction. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU " inspect the device and packaging to verify that no damage has occurred as result of shipping. If damage has occurred, do not use the product and return to cook. Irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Inaccurate placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac." The IFU also advises on appropriate patient follow-up so that changes in the structure, should they occur, can be identified and addressed before causing clinical problems. Type ii endoleaks may be treated with endovascular techniques at the discretion of the physician, including embolization or ligation. Although the image review could not confirm the aneurysm growth, a prominent type 2b endoleak was confirmed that was most likely the cause of this complaint. The devices were sent for an explant protocol. The final explant protocol report was completed on the returned grafts. The purpose of the study was to examine the test articles using gross, microscopic, radiographic, fluoroscopic, scanning electron microscopic (sem), and/or tissue analysis techniques, as necessary. The returned grafts consisted of a tffb-26-96-zt, zsle-13-113, zsle-13-122, and zsle13-74. The rpn and lot numbers of the devices were not provided, therefore all three zsle graft rpns were assumed based on clinical imaging review. The zsle-13-113 and zsle-13-122 devices were received in a completely overlapped configuration and cut at the distal end, so the original lengths of the devices could not be determined. The explant protocol final report gave no indication of device failure that would have contributed to this event. All damage was most likely a result of the explant procedure. There was no alleged device malfunction and there is no evidence to suggest that the device was manufactured out of specifications. Type 2b endoleaks occur due to anatomical factors where more than one vessel provides retrograde blood flow back into the aneurysm. The image review indicated that the patient had reverse funnel neck morphology. Based on these factors, the cause of this complaint is procedural related due to human anatomy and disease progression. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that an open aneurysm revision was required due to continued disease progression. Further information provided indicated that collateral arteries were feeding blood to the aneurysm from the internal iliac arteries causing the abdominal aneurysm growth. The patient had a zenith graft implanted on (B)(6) 2017. Requested information regarding patient outcome and also requested the patients imaging. The images have been provided and will be reviewed during the investigation process. No information has been provided regarding the patient outcome.